Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: during evaluation, the battery compartment was revealed to be cracked. The pump failed a leak test due to this and evidence of moisture corrosion was found in the pump. Additionally, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, moisture in the pump, and a display screen issue. This report is made based on results of investigation completed on 11/20/2013. There was no adverse event associated with this complaint.